Event description:
Info received indicates the brake is not locking. Casters continue to roll after the brake is set.

Manufacturer narrative:
The technician replaced the worn casters to repair the bed.